Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported detachment cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 190 cm balance middleweight (bmw) universal ii guide wire was used during a pericardiocentesis procedure; however, the guide wire became separated into two pieces in the pericardium space. The device did not meet resistance during advancement. Therefore, the patient was sent to surgery to remove the guide wire. The patient is stable. There was no adverse patient sequela reported. No additional information was provided.